Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The article was written by marcus r. Romanowski and john a. Repicci. This information was originally reported on 1825034-2015-02940 which referenced a journal article written on a study that this patient took part in.

Event description:
Information was received based on review of a journal article entitled, "minimally invasive unicondylar arthroplasty - eight-year follow-up". This retrospective study demonstrates that minimally invasive uka reduces morbidity, preserves bone, provides high patient satisfaction, and effectively treats unicondylar osteoarthritis. The hypothesis was that minimally invasive uka could be used to treat isolated osteoarthritis and provide high patient satisfaction and function over an intermediate 8- to 10-year term. A patient was identified in the article that underwent an unicondylar knee arthroplasty on an unknown date. Subsequently, patient was revised due to a tibial plateau fracture on an unknown date 17 months after initial implantation. The patient was revised to a total knee system. There has been no further information provided and the patient outcome is unknown.